Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was seen in the device clinic and noted to have high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was 9907 high impedance paces recorded post lead warning on (B)(6) 2013 and steadily rising impedance from approximately 1000 ohms in (B)(6) 2012 up to approximately 3000 ohms in (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.